Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from patient regarding a patient's implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient stated she was noticing that she was having symptom issues like she had before she was implanted, and she wasn't sure if it was because of stress or the device. Patient wanted to check her device, and it came up as power on reset (por). The patient indicated that the return of symptoms started about 2 weeks. The patient was re-directed to see their healthcare provider to check the status of the device, clear the por and return of symptoms. No further complications were reported/anticipated.